Event description:
During an onsite visit, a baxter field service technician serviced a colleague infusion pump for failure code 810:11 on channel a. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 810:11 on channel a occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty phm (pump head module). The phm has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced prior to this event. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).